Manufacturer narrative:
After further review, this event was reassessed and it was determined that the device was not cleared for marketing or commercial distribution in the united states and is not similar to a device cleared in the us. Therefore, it has been determined to be not MDR reportable. An initial emdr was previously submitted for the event, therefore, a supplemental emdr is being submitted to document the change in reportability. Additionally, the FDA de novo number and pro code have been determined to be incorrect as identified. Procode was submitted in error.

Event description:
It was reported through the results of a clinical trial that approximately 108 days post index procedure, the endoavf closed and the flow in the cephalic, basilica, median cubital, and brachial veins returned back to normal venous flow. The condition was chronic with no expected resolution. No treatment was provided. The current patient status is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the everlinq endoavf system that is cleared in the us. No hospital/medical records or medical images have been made available. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial that approximately 108 days post index procedure, the endoavf closed and the flow in the cephalic, basilica, median cubital, and brachial veins returned back to normal venous flow. The condition was chronic with no expected resolution. No treatment was provided. The current patient status is unknown.